Manufacturer narrative:
(B)(4). Concomitant medical product: unknown nexgen femoral component, catalog # unknown, lot # unknown. Reporter had indicated that product will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2018-01350. Product location is unknown.

Event description:
It was reported that the patient underwent an left knee arthroplasty. Subsequently, the patient was revised due to post-operative pain and component loosening.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed with the limited information provided by the customer. Device history records (DHR) were unable to be reviewed due to lot number not being provided. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.